Event description:
On (B) (6) 2008, the patient reported that while changing the insulin cartridge the plunger became stuck to the piston rod. He stated that a few drops of insulin spilled into the cartridge compartment. He was able to remove the plunger from the piston rod and he dried the cartridge compartment. He was educated on the proper technique for removing the insulin cartridge and he was advised to attach the adapter and infusion tubing to the insulin cartridge prior to insertion. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.